Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with four infusion sets. Therefore, his blood glucose level was between low to mid 200's mg/dl at the time of the event. The infusion set had been used for 2 - 2.5 days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.